Event description:
The customer called to report that she was in a coma for three and a half months because the insulin pump delivered 19 units of insulin while she slept. The customer has lost all memory, and is no longer able to work. The customer stated her life has completely changed since that incident, and is very unhappy with medtronic. She stated that her husband wants to divorce her due to her inability to do things. The customer stated she has undergone therapy as well. The customer had called to report this issue previously, and was calling to find out what was being done as she had not heard from anyone. Advised that her concerns would be forwarded to the legal department. The customer is no longer using the insulin pump that she experienced the issue with. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2010-83224.